Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal discomfort and cloudy pd effluent. The cause of the breach in aseptic technique was not further described. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the event with ¿cefazolin sandoz powder, solution for injection,¿ one gram daily for thirteen days (route was not reported). Sixteen days after onset, the peritonitis was resolved and the patient was recovered from the peritonitis. Two days later, the cloudy effluent was resolved. At the time of this report, dianeal therapy was ongoing. No additional information is available.